Event description:
On (B)(4) 2012 the patient contacted lifescan (lfs) alleging her onetouch ultramini meter was prompting error 2 message. Per the onetouch ultramini user guide the error 2 message prompts when there is a problem with the meter or the patient has used a used test strip when testing their blood glucose. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown) and denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that approximately a couple of days after the alleged issue began she became 'dizzy' as a result of the alleged issue. The patient claimed that she was hospitalized on the day of the alleged issue and treated with insulin (unknown type/dose) by a health care provider as a result of the alleged issue. During troubleshooting the cca confirmed that the patient was not using the subject meter for the first time and that there had been no misuse to the subject meter. The cca also confirmed that the patient was using the correct test strips and testing process. The cca documented that the error 2 message did not prompt when the subject meter was turned on manually and that the alleged issue was resolved during a retest with the patient. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly hospitalized and treated with insulin by a health care provider as a result of the alleged error 2 message.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with the error 2 issue. The reported issue could not be reproduced. Unrelated to the reported issue, the control solution results were outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/29/2013, test strips- 3/29/2013.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.